Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient invovlement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheter over needle assembly from an arterial kit. The guide wire was not returned. No definite signs of use were observed. Visual analysis of the guide wire could not be performed as it was not returned for analysis; however, after performing functional testing on the returned catheter over needle assembly, a blockage was encountered inside the cannula. It was noted that this blockage was located directly adjacent to the proximal opening of the cannula. Microscopic examination revealed that the blockage appears to be a clear adhesive residue. This material appears consistent with the adhesive used during the manufacturing process. Historically, this damage contributes to guide wire damage as well as guide wire/needle resistance. Therefore, it can be assumed that this blockage likely contributed to any kinking observed by the customer. The cannula inner diameter at the distal tip measured .0170", which is within the specification limits of .0165"-.0180" per the cannula product drawing. The inner diameter could not be measured at the proximal end due to the blockage. The cannula outer diameter measured .0250", which is within the specification limits of .0250"-.0255" per the cannula product drawing. An attempt to insert a lab inventory .015" guide wire through the returned needle cannula was performed. Major resistance was encountered at the proximal opening, which prevented the guide wire from passing. Performed per IFU statement, "trial advance and retract spring wire guide through needle using actuating lever to ensure proper function". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of resistance while advancing through the needle cannula was confirmed through complaint investigation. Visual and functional testing revealed a build-up of adhesive residue within the proximal end of the cannula. This blockage likely contributed to the guide wire kinking observed by the customer. Aside from this, the needle cannula met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.